Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes occur, which the caller acknowledged and understood.